Event description:
It was reported that when a patient presented in-clinic for a check, x-ray revealed that the device had migrated. The device was successfully repositioned and remains implanted. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4).